Manufacturer narrative:
The field service engineer successfully resolved the issue by replacing the power management pcba (printed circuit board assembly). The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device was down and not powering on due to a defective power management (pm) printed circuit board assembly (pcba). The customer reported to the remote service engineer (rse) that the device was not powering on due to a defective power management (pm) printed circuit board assembly (pcba). The device was down and displaying error codes. The customer advised that the v60 power management power supply voltages were out of specification. It was reported that there was no patient involvement at the time the issue was discovered; there was no patient impact. The device was removed from service.

Manufacturer narrative:
The remote service engineer (rse) proposed that replacement of the power management (pm) board would resolve the issue. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp conducted troubleshooting and downloaded the log. Upon reviewing the log, the asp found that the 1115 111b 1104 1118 error codes were found. The asp attempted replacement of the pm board, but the issue remained. The asp discovered that the issue was associated with the motor controller (mc) printed circuit board assembly (pcba) and central processing unit (cpu) pcba. Investigation and repair are still pending.

Manufacturer narrative:
The authorized service provider (asp) replaced the central processing unit (cpu) printed circuit board assembly (pcba) and found that the issue was still occurring. Per the service manual, the asp then replaced the motor controller (mc) pcba and tested the device, but the issue persisted. According to the service manual, the next repair recommendation is to replace the power management pcba, which will be ordered for repair. The repair is still pending.